Event description:
It was reported that during a procedure, after the cartridge was fired normally using the powered handle, the knife returned at an abnormally slow speed. Once the knife had fully returned, the device became unresponsive for approximately one to two minutes. The device was replaced with a new powered stapler set. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:(B)(6), unknown egia su, unknown endo gia sulu (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastrectomy, after the cartridge was fired normally using the powered handle, the knife r eturned at an abnormally slow speed. Once the knife had fully returned, the device became unresponsive for approximately one to two minutes. The operating room staff noted that it was difficult to separate the reload from the adapter. The device was replaced with a new powered stapler set. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. The electronic device-use logs were also provided. Visual inspection on video 1 noted that an assembled signia handle and clamshell was visible. The handle screen was showing the remove reload screen. Whether the handle screen was unresponsive could not be established from this video. A screen showing a reload inside a patient was visible on video 2. The reload jaws were clamped on tissue. The jaws do not open during the video. The quality of the video was too low to determine any further detail, or whether the knife blade was difficult to retract. An initial visual inspection of the returned handle noted no abnormalities. Functionally, the handle was inserted into an charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.6 software the handle had 280 of 300 procedures remaining. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. An analysis of the data saved to the system showed that while in the field, abnormalities were noted during retraction after a firing. A review of the system logs showed that on the first fi ring of a clinical procedure the knife reached the end of the reload. The system limit was detected during firing and upon initial retraction. There was additional data recorded during the retraction of the knife. The reload was removed after retraction. There were no error conditions identified in the system data during retraction. It was reported that the knife blade was difficult to retract and the device became unresponsive for approximately one to two minutes. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastrectomy, after the cartridge was fired normally using the powered handle, the knife returned at an abnormally slow speed. Once the knife had fully returned, the device became unresponsive for approximately one to two minutes. The operating room staff noted that it was difficult to separate the reload from the adapter. The device was replaced with a new powered stapler set. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.